Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flexible mirror was unable to be inserted into the access sheath. The user stated that for another product of the same size, there was no problem.

Event description:
It was reported that the flexible mirror was unable to be inserted into the access sheath. The user stated that for another product of the same size, there was no problem.

Manufacturer narrative:
The reported event was unconfirmed as the reported failure could not be reproduced. Photo samples were submitted by the customer which showed the hub separated from the rest of the sample; the complaint defect could not be evaluated based on the photos. The used access sheath was returned without the packaging. Visual inspection noted the sample had been used as some residue was left on and in the access sheath. No other defects were noted other than the separated hub. The proximal and distal inner diameter were measured with a pin gage and found to be 0.131" and 0.128", respectively. The hub dimensions measured 0.0167" and 0.134" and each end. All measurements were within specifications. The 0.128" mandrel passed through the sheath with no resistance, confirming clear passage. The device was used for treatment purposes. The device history record review was not required as the reported event was unconfirmed. The label/packaging review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.